Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a seroma at the ipg site. The fluid was drained and there have been no reports of further complications regarding this event. The patient is currently using their device to find effective pain relief.